Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown dose and concentration-"I think maybe 300 mcg.") Via an implantable pump for non-malignant pain. In 2014, the patient¿s catheter broke in 3 places. There were no symptoms mentioned.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient complained of poor pain control. The tentative diagnosis was catheter malfunction. A side port study was done on 2017-feb-24. No break or malfunction in the catheter was noted. There was no issue to resolve. No further patient complications were reported.